Event description:
It was reported via repair work order that the fowler was stuck in an elevated position due to a damaged motor. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler was stuck in an elevated position due to a damaged motor. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with conclusion results. The issue was resolved by shipping the customer a new fowler motor.